Manufacturer narrative:
The air flow sensor u1 of the customer returned gds had a large offset and gain error. This led to the air flow accuracy test failing with too high delivered flow and to e/c 1203 occurring. Replacing u1 resolved the problem, the ventilator passed the air flow accuracy test.

Event description:
The customer reported that the unit is giving a low leak co2 rebreathing alarm. No patient harm or involvement was reported.